Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident was 140 mg/dl. Troubleshooting did not occur for the compromised force sensor system alarm. The insulin pump was returned for analysis.

Manufacturer narrative:
Analysis was unable to prime during prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. Motor passed motor test. No compromised force sensor system alarm. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.